Manufacturer narrative:
The customer¿s report that a pca only fentanyl infusion did not record the information within the patient history screen could not be confirmed. Physical inspection noted the device to be in good condition. The associated pcu or its event log that would have the recorded information as to the programming parameters and if the data had been cleared was not provided. The received and downloaded pca event logs did not have the power on data or the associated pcu data recorded; this is most likely due to usage that over wrote this information. Analysis of the pca event log shows the pca module was near end of infusion at 8:54am. A partial pca dose was delivered at 9:03am (vtbi=0.4524ml). A new monoject 35ml syringe with a volume recorded at 30.8083ml was installed at 9:18am. A total of 44 pca requests were found recorded after the new syringe was installed. 8 of the 44 dose requests were ignored due to lock out period; 36 request demands were delivered for a total volume calculated at 18ml. The last dose was delivered at 4:08pm. The pca door was opened seven times and a check syringe alarm had occurred at 4:13pm. The monoject 35ml syringe was recorded selected at 4:22pm with the volume recorded at 13.3285ml. The new syringe volume at 30.8083ml with 18ml recorded delivered suggests the remaining volume in the syringe is 12.8083ml (~13ml). The root cause of the customer¿s report could not be identified.

Event description:
It was reported that a fentanyl infusion (pca only) with a dose of 10mcg, a lockout interval of 6 minutes, and max limit of 300mcg/4 hours did not infuse as programmed. The patient was instructed to push the button to receive pain medication, and the patient complied. The clinician stated that the pump displayed all the fields (total dose, dose requests, doses delivered) to be zero. The syringe, tubing, and setting were checked and all appeared to be correct. The syringe had a vtbi of 13 ml in a 30 ml syringe. The pump was replaced and the clinical staff calculated the patient to have received about 48 mcg/hr of fentanyl. The new pump appeared to be working correctly with data recorded in mar and pain management band. The patient appeared to be comfortable with pain stated to be 4-6 range. There was no patient harm however the patient did not get pain relief

Manufacturer narrative:
The reported issue that a pca only fentanyl infusion did not record the information within the patient history screen could not be confirmed or duplicated during the investigation. The reported associated pcu could not be confirmed; the associated pcu or its event log was not provided for the investigation. The pcu event log would have recorded if the patient history had been cleared. The pca event log did not have the power on and associated pcu information within in it; most likely from having been over written from usage. The pca event log recorded 44 pca requests, delivering a total of 18ml from 36 performed pca requests. 8 requests recorded were ignored due to the time out period. The testing and inspection performed did not find any existing malfunctions, and the system to be recording the correct information in the patient history of the pca requests and volume delivered.

Event description:
It was reported that a fentanyl infusion (pca only) with a dose of 10mcg, a lockout interval of 6 minutes, and max limit of 300mcg/4 hours did not infuse as programmed. The patient was instructed to push the button to receive pain medication, and the patient stated that he was. The clinician stated that the pump displayed all the fields (total dose, dose requests, doses delivered) to be zero. The syringe, tubing, and setting were checked and all appeared to be correct. The syringe had a vtbi of 13 ml in a 30 ml syringe. The pump was replaced and the clinical staff calculated the patient to have received about 48 mcg/hr of fentanyl. The new pump appeared to be working correctly with data recorded in mar and pain management band. The patient appeared to be comfortable with pain stated to be 4-6 range. There was no patient harm however the patient did not get pain relief .